Manufacturer narrative:
The system was serviced in the field and passed all checkouts. A representative verified it powered up with no errors and stated that the account had a severe power surge over the previous weekend which could have affected the system. The system was performing as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system would not boot and was making a beeping noise. The x-ray technician had come in and turned on the system and the system was beeping. The system was still beeping after more than three reboots and was stuck in "initializing please wait." This happened to another system on site at the same time, but the second system's failure was resolved after one reboot. No patient was present at the time of the event.